Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The device remains implanted and is not available for investigation. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. The device was deployed just above the celiac artery, but angiography after the implantation confirmed that the device covered the celiac artery. The physician confirmed a blood flow from the superior mesenteric artery to the celiac artery, and the procedure was completed without any additional treatment. Since the procedure was performed under local anesthesia, the patient was in a conscious state. It was reported that the unintended device placement may have occurred due to the patient's breathing or other factors.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The code 4650 was used to cover that the physician is monitoring the patient. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper placement. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair and the ability to tolerate general, regional or local anesthesia.